Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l50057, implanted: (B)(6) 1998, explanted: (B)(6) 2021, product type catheter. Other relevant device(s) are: product ID: 8703w, serial/lot #: l50057, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was receiving morphine (50 mg/ml) via an implantable pump for spinal pain. It was reported that about a week before the pump replacement due to normal battery depletion the healthcare provider (hcp) did a dye study and noticed the catheter was collapsed/disintegrated because it was 15 years old. The catheter was removed and replaced as well. Troubleshooting was not required. The troubleshooting steps that were taken on the call resolved the issue.